Event description:
It was reported that the burr became stuck to the wire and burr detachment occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A non bsc balloon was used to perform pre-dilatation of the target lesion. A 330cm rotawire and wireclip torquer was selected for use together with a 1.25 rotalink plus. The wire and rota was passed through with 2000-3000 rpm before reaching the lesion. Consequently, ablation was performed for three times. However, it was noted that the gas was escaping and unusual sound was heard so the used of device was stopped. The burr and the wire were pulled out and removed together and it was found out that the proximal part of the burr was stuck in the wire. Also, the burr was detached from the burr catheter and the detached burr was on the rotawire. The burr was caught 0.014 part of the wire. It was confirm that there is no component of the device that was left inside the patient. No issues were noted on the rotawire. The procedure was complete with this device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: returned product consisted of a rotablator rotalink plus device. The advancer unit and burr catheter were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The burr was detached and was returned on the rotawire. The coil was un-wound and broken at the burr. The rotawire was removed from the device and the burr was removed from the wire. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was visible on the proximal end of the burr. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the burr became stuck to the wire and burr detachment occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A non bsc balloon was used to perform pre-dilatation of the target lesion. A 330cm rotawire and wireclip torquer was selected for use together with a 1.25 rotalink plus. The wire and rota was passed through with 2000-3000 rpm before reaching the lesion. Consequently, ablation was performed for three times. However, it was noted that the gas was escaping and unusual sound was heard so the used of device was stopped. The burr and the wire were pulled out and removed together and it was found out that the proximal part of the burr was stuck in the wire. Also, the burr was detached from the burr catheter and the detached burr was on the rotawire. The burr was caught 0.014 part of the wire. It was confirm that there is no component of the device that was left inside the patient. No issues were noted on the rotawire. The procedure was complete with this device. No complications reported.